Event description:
It was reported that this left ventricular (lv) lead appeared to demonstrate loss of capture (loc). Technical services (ts) explained the related device makers and noted appropriate threshold values. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).